Manufacturer narrative:
Tech found that head of the bed would drift down due to rubber seal on CPR valve had disintegrated. Replaced CPR valve to resolve this issue.

Event description:
Info received alleged that the head of bed would drift down. No injury alleged.